Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. On the visual evaluation of the device, the probe was bloody with the aperture approximately 100% closed. The proximal retaining cap has glued to the probe, no other damage was noted on the rear housing. On the functional evaluation, the probe was loaded into the in-house driver and calibrated successfully. The probe fails to meet the acceptance level for maximum vacuum test and vacuum differential test. Then, the probe was inserted into a piece of beef and around the clock, sampling was performed. The probe underwent aperture opened, sample cut, and sample deposited into the sample tray and obtained six beef samples without any issue. However, the 2nd and 6th sample was acquired using the vac button on the driver. Therefore, the investigation is confirmed for identified suction and filling problem as the probe fails to meet the requirement of maximum vacuum test and vacuum differential test. However, the reported failure to obtain samples is inconclusive as the suction and filling problem may lead to the sampling problem. A definitive root cause for the sampling issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during ultra-sound guided breast biopsy through benign lesion, the device allegedly failed to obtain sample. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021.

Event description:
It was reported that during ultra-sound guided breast biopsy through benign lesion, the device allegedly failed to obtain sample. The procedure was completed using another device. There was no reported patient injury.